Event description:
During a pericrdiocentesis procedure, after the drainage catheter was in place, the wire could not be removed from the catheter. The guide wire coil stretched and the wire could not come out of the catheter. The physician had to pull the catheter and wire out as a unit. Another catheter and wire had to be inserted to complete the procedure. The procedure was completed without further complications. There was no reported harm or injury to the patient.